Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that a patient had hyperalgesia when he had his nerve stimulator implanted. This was on (B)(6) 2013. The percutaneous stimulation implant was done in an outpatient setting but by the next day he had to go back into the hospital for 5 days because the pain was ¿horrendous.¿ the patient was put on 12mg of dilaudid every three hours and had to go to a detox center and they ¿detoxed him.¿ the patient had such horrendous pain with his prostate, peripheral neuropathy and his back. The patient tried to use the stimulator day and night and tried to get it to work. The patient was told the only reason the stimulator worked initially was because it worked synergistically with his pump. When the patient had his stimulator implant they removed the drugs in his pump and replaced it with saline. Everything was covered but the stimulator was set to 2.4 volts and that was ¿killing¿ the patient. The patient turned it down to .5 and it was still too harsh. The patient was reprogrammed last friday, the manufacturing representative took it all the way down to .1 volts and it was still too high. The patient stated he was very sensitive and he had seizures about a month and half after being given wellbutrin indocin and an antibiotic. The patient¿s leads were implanted at l5 and s1 and that is where he gets horrible pain and is unable to touch it because the pain is so intense. Patient had these symptoms since implant. The patient had a ¿tremendously large hydrocele¿ right at the l5 s1 site on his right side and couldn¿t lay on his right side. The patient developed this immediately after being implanted. Patient stated he was very weak and lost 40 pounds in 2 months and can hardly function or get out of bed. The patient hadn¿t slept for over 5 weeks.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient was reportedly supposed to have their spinal cord stimulation (scs) removed in (B)(6) 2013; however the patient reportedly got a viral infection and removal was postponed. It was further reported that it is supposed to happen in april. It was noted that it caused neurologic and back pain and that it lays against the patient's spinal cord "very painful. It was noted that they were not sure why the device was not working, the patient reportedly knew why but the doctors did not. The patient's health care provider (hcp) reportedly wants the patient to go back on narcotics. The patient reportedly went to (B)(6) for detox. The patient wanted to know if not charging the device would cause a problem or if they would be okay because they were having it removed shortly. It was noted that, at the time of the report, the patient was not using stimulation and the device was off. It was also noted that the patient was not going to use scs ever. The patient reportedly had adjustments and they caused more pain. It was noted that the patient had also used a transcutaneous electrical nerve stimulation (tens) unit that also never worked. It was noted by the patient that it never worked because they had problems with l5 and s1. It was further reported that issues started "right away" with the battery. They reportedly tried to program but it never worked. The lead was reportedly at t3. It was noted that the got "no sleep" and was "dead." It was further noted that the patient had to sleep on their stomach because of the pain on the right and left side.

Event description:
Additional information reported indicated that the diagnostics performed included refill and reprogramming of the infusion pump on (B)(4)2013. The patient was still not doing well and was unable to complete residential rehab due to pain. He was off pain medications but the pain level was 10/10.

Manufacturer narrative:
(B)(4).

Event description:
Information received reported that the spinal cord stimulator (scs) had been removed, but the healthcare provider (hcp) left the lead wire. The patient wanted MRI guidelines. The patient had hyperalgesia, which causes his body to turn on him when narcotics were used. The patient gave an example of how he got 12 mg of IV dilaudid that caused him pain. He had burning pain at his coccic and his hcp wanted to do an MRI scan of the area to see what was there. It was noted that the patient had an MRI scan on him in (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.